Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a power issue. A technical support specialist confirmed that the issue had been resolved by the user. When the field service engineer arrived on site, the station was online and on the home page. The drawers were checked and no issues were found. The system functioned as intended upon inspection and was fully functional. E1(initial reporter state - (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es station was offline, showing a black screen. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.